Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. No product deficiency was established. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) CAPA (CAPA-(B)(4)) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere (B)(4) for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. The customer reported a variance between inratio inr results=1.4, 1.1, 3.6 and the clinic inr result=1.6. Correlation issues. There was no adverse event. There was no additional information provided.